Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single-use: device discarded.

Event description:
The consumer reported two false negative results with two binaxnow covid-19 antigen self-tests on the same patient on a nasal sample. The first test was performed on (B)(6) 2023 and generated a negative result. This manufacturer's report addresses test two (2) of two (2). Repeat testing was performed on (B)(6) 2023 and generated a negative result. The consumer indicated that they were symptomatic and consulted a doctor who instructed the consumer to have a pcr test performed. Pcr testing was performed (platform unknown) on (B)(6) 2023 at a hospital which generated a positive result. The consumer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Event description:
The consumer reported two false negative results with two binaxnow covid-19 antigen self-tests on the same patient on a nasal sample. The first test was performed on (B)(6) 2023 and generated a negative result. This manufacturer's report addresses test two (2) of two (2). Repeat testing was performed on (B)(6) 2023 and generated a negative result. The consumer indicated that they were symptomatic and consulted a doctor who instructed the consumer to have a pcr test performed. Pcr testing was performed (platform unknown) on (B)(6) 2023 at a hospital which generated a positive result. The consumer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single-use: device discarded.